Manufacturer narrative:
The service rep erased system nodes and reloaded system software. System checked and tested o.k.

Event description:
The customer reported a hard disk error displayed on monitor after system is booted up. No patient injury was reported.